Event description:
The customer reported that an employee experienced dry and itchy eyes when he works in the room with the sterrad. The employee did not seek medical attention. The employee was not wearing personal protective equipment. The customer also reported that her clear plastic shelves where they keep the sterilized instruments will have a white milky film. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Human reaction. Capital equipment, evaluated at customer site. The fse checked the vacuum system for mist. There was none found. The fse could not find a milky white substance inside the chamber or on parts inside of the sterrad nx. The fse ran a leak back and an "epty" test cycle. No issues found. Conclusion: user guide was updated based on user reports about contact with residual hydrogen peroxide from instruments pouches and trays after sterilization and subsequent light colored residue on these devices after sterilization. The updated user guidance has been issued with 2084725. Reference 2084725-2008-00766.